Manufacturer narrative:
The pod was evaluated for damage and/or mfg defects. None were noted. The pod was found to have generated an occlusion alarm code. The distal tip of the cannula was found to be folded in on itself with significant tip deformation. The cannula tip was found to pass insulin from the reservoir during evaluation, but the evidence indicates that the tip was flow restricted while in the infusion site. It is not possible to conclusively determine when the observed tip damage occurred; however, it may have contributed to the reported symptom (unexplained high bg levles) during use. This type of damage often occurs post-use; however, this can not be determined conclusively. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called on behalf of her son who uses the product. She stated that he had a pod which did not seem to be delivering insulin correctly, and eventually it gave him an occlusion alarm. She said that when they checked his bg at dinner, it was 367. He gave a bolus, and checked him 15 minutes later. At this time, his bg was 407. Forty-five minutes later, he had an occlusion alarm. They were able to activate a new pod successfully. She said the site (on his arm) looked normal, and the cannula "looked pretty good." She was concerned that the occlusion alarm did not sound until after his bgs were rising. Advised them to try pinching up at insertion to avoid future alarms. They said they would try this. The devices is being returned for evaluation.